Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 39 months, it was reported that during a follow up on (B)(6) 2015, oversensing episodes without shocks on (B)(6) 2015 were observed when home monitoring data were checked. During the revision procedure on (B)(6) 2015, a possible insulation damage on the lead was found. The physicians mentioned that these damages might have possibly been caused during the difficult box change procedure back in (B)(6) 2015. The device was a sub-pectoral implant. The lead was not returned to biotronik. A new lead was implanted. No adverse patient side effects have been reported.